Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the pump set bag was leaking.

Manufacturer narrative:
A device history record was reviewed and was confirmed that products were produced accomplishing quality requirements. One sample was received for evaluation. It was analyzed with the multidisciplinary team, a functional test was performed, and it was observed that there is a leaking on the silicone tube; a pine hole was found in the silicone tube. The failure mode reported by the customer was confirmed. A corrective action has been taken to address this issue. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.